Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts; ok and down button contacts were found to be inverted.

Event description:
Patient reports noticing (B)(6) ago that up down and ok buttons were intermittently unresponsive to presses and no longer spring back as normal. Patient does not clean the pump. Patient wears the pump in pocket.